Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity b-hcg, list 07p51-20, to alinity I processing module, list 03r65-01. MDR number 3002809144-2019-01022 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated b-hcg results when processing on the alinity I. The following data was provided: sid (B)(6): on (B)(6) 2019 result was 38.7iu/l for a patient who was not pregnant. The sample was rerun on the other instrument and the result was <0.73 iu/l. The sample was also rerun 5 times on ai02473 and all results were <0.73 iu/l. On (B)(6) 2019 was 0.790 iu/l. Sid (B)(6): initial result was 54.6 iu/l on ai02473 and retest <0.73 iu/l. No impact to patient management was reported.